Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. The useful life of the reported freestyle lite meter is 5 years. As the manufacturing date of this product is 30-jun-2014, it has been in distribution beyond its useful life. Since the product was beyond its useful life at the time of the complaint no further investigation activities are required. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.